Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneous troponin (accutni) results generated on access 2i immunoassay system for several samples from one patient. The results were within different clinical ranges and were not reported outside the laboratory. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The samples were collected in li heparin tube and in serum tube. They were centrifuged for 3 minutes at 5000 rpm and 10 minutes at 3600 rpm, respectively. Per customer, the results of qc runs were within the customer's established ranges. A system check was performed on (B)(4) 2010 and met specifications. A field service engineer (fse) was on site on (B)(4) 2010 and performed hardware verification procedure. All verification testing met published specifications, and no hardware issue was noted. No definitive root cause for the event has been determined to date.